Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up. The following information was provided by the initial reporter. The customer stated: "some red blood cells remain stuck to the plastic of the cap, or are found in clusters on the surface of the serum."

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 04-jan-2023. H.6. Investigation summary: bd received 38 samples and 2 photos for the investigation. The photos were reviewed red cell hang up was observed. Returned samples were not sent for clinical evaluation, because the defect was already confirmed on retained samples. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified and the photo provided. A corrective and preventive action was created to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up. The following information was provided by the initial reporter. The customer stated: "some red blood cells remain stuck to the plastic of the cap, or are found in clusters on the surface of the serum."